Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial was hit with a mallet and broken. No patient-related adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the tasp was impacted by mallet. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report.